Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. As reported, this device is implanted in the patient. A device history record review was performed for the subject device, part: 04.005.552s, lot: 5327532. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation was reviewed and was determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during an initial lateral entry nail to correct an open mid-shaft femur fracture, inadvertently an expired 5.0mm locking screw was implanted. Once discovered, the screw was not tightened down far, and the surgeon was informed immediately. The surgeon made an overriding decision to keep the screw in place and to implant it. There was another device readily available for use although the surgeon did not want to remove the expired screw. There was no surgical delay. The patient was reported as fine postoperatively; there was no harm to patient. There was no additional medical intervention required for this case. This report is 1 of 1 for (B)(4).